Event description:
The patient was reportedly in v-tach and, after delivering several defibrillation shocks, external pacing was attempted and dashed lines were reportedly displayed on the screen when the device operator attempted to set the pacing parameters. The patient's outcome and details were not reported.